Event description:
In 2002, the end-user called medtronic minimed, USA and stated that a leak was detected at the luer connection. In july 2002, maersk medical a/s received the complaint and 1 used tubing. The near-incident took place in USA.